Event description:
Complainant alleged that the medics were attempting to monitor the heart rhythm of a patient (age and gender unknown), but the device displayed excessive artifact when using non-zoll brand multi-function electrodes and ECG electrode with this device. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.